Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. Routine system checks performed on (B)(6) 2010 and (B)(6) 2010 passed within instrument specifications. Service was offered by bci, but was declined by the customer. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci), regarding an erroneously elevated hybritech prostate-specific antigen (hyb-psa) result generated by the access 2 immunoassay system for one patient. Subsequent testing on this and on an alternate method produced results within the normal reference range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.